Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient did not sleep in because of all of the burning and inflammation in their bladder. Patient thought they might have a uti. Contributing factors to the reported event were unknown. The patient was advised to contact their doctor. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.